Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for glass breakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Root cause description: based on the investigation, the most likely root cause was determined to be related to damage during transit. As stated by bd's instructions for use (IFU), all glass has the potential for breakage. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® fh 20mg .143 i.u. Blood collection tube experienced glass breakage and leakage during use. The following information was provided by the initial reporter: when putting a new stopper, tube breaks.